Manufacturer narrative:
Sc-1110-02 ((B)(4)) device evaluation indication that the ipg passed the functional test and revealed no anomalies.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information can be obtained regarding the reason that the device was explanted.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.